Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate shocks due to noise on the lead. The physician elected to wait until the ICD reached eri, however, the patient received further inappropriate therapy and as a result, the lead was capped and replaced. The patient was in stable condition post procedure and normal follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.